Event description:
Device issue: none. Adverse event: death. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated mid right coronary artery (rca) with one xience v stent and in the predilated proximal rca with one xience v stent. There were no procedural complications. On (B) (6) 2009, the pt died of an unk cause. No add'l info is available at this time.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported pt effect and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture, design, or labeling. The other rx xience v stent is being filed under this same MFR #.